Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: no, the patient was not injured. Evaluation: an unopened sample of product was returned for analysis. The issue sample was not received for evaluation. During the visual inspection of the unopened sample, no defects were found on the package. The sample was opened, and the swage and attachment area noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects or suture breakage were found. A functional test was performed and the tensile force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture was found on the suture and the tested sample met the finished goods requirements,

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many devices had suture breakage issue during knotting in this procedure? What is the device return status? How was case completed? Any adverse patient consequences? If yes, what medical/surgical intervention was provided. Did the issue occur in multiple procedures? If yes, were they previously reported? If yes, provide pc numbers if no, please open separate complaint, 1 for each involved procedures with event dates and event details including all above information.

Event description:
It was reported that a patient underwent an abdominoplasty on (B)(6) 2018 and suture was used. During the procedure, the thread was fragile, breaking on almost every knot. There were no adverse patient consequences reported. Additional information has been requested.